Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.2; reference: 2.8; mean: 3.00; confidence limits: 1.8-4.2. Inratio: 3.5; reference: 3.0; mean: 3.25; confidence limits: 1.9-4.6. Analysis of customer's data revealed that both inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Improper sampling technique was identified in the complaint. Pt used same finger and milked the finger during test at doctor's office. Per product user guide - precautions and warnings, "do no use repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. As reviewed on (B)(6) 2011, fifty-two discrepant result complaints were reported for lot #246050, yielding a complaint rate of 0.039%. Due to this low occurrence rate, below the action thresholds mentioned by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (daughter of pt) alleged discrepant results compared with the doctor's meter. Results as follows: date: (B)(6) 2011; inratio: 3.2; doctor's meter: 2.8. Date: (B)(6) 2011; inratio: 3.5; doctor's meter: 3.0.